Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the experienced low blood glucose. Blood glucose level was 54 mg/dl. It was unknown if customer was using insulin pump within 48 hours of reported low blood glucose event. It was unknown if insulin pump was been used on auto mode. Insulin pump had condensation under the screen and in the battery comes up with notification light flashing. The insulin pump will be returned for analysis.